Manufacturer narrative:
This report is being submitted outside the prescribed reporting time period. (B)(4). The user facility biomed determined that the most likely cause of the reported event was malfunctioning internal batteries. The user facility was shipped a replacement internal batteries to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty internal batteries for evaluation. As of the september 02, 2015 the alleged faulty internal batteries have not been received.

Event description:
The user facility biomed reported that while operating on battery power the device was alarming "vent inop," but did not stop cycling. There was no report of patient involvement. A carefusion technical support representative advised the user facility biomed to update the device's software to the latest revision, charge the batteries, perform the battery performance test per the service manual and call back if he needs further support. The user facility biomed called back after following the carefusion technical support representative's recommendations to report that the device is still alarming "vent inop" while operating on battery power.

Manufacturer narrative:
Failure analysis (fa) lab received an internal battery kit and installed in known good vela unit. The internal battery kit was received without capacitor. The unit was powered on battery power. The customer complaint of vent inop condition was reproduced. A known good capacitor was installed and powered the unit again on battery power and still received the vent inop condition. The unit was connected to ac power and turned unit on and did not experience vent inop condition. Allowed the battery pack to charge for about thirty minutes and then switched back to battery power. Unit operated within factory specifications until battery power dissipated, then unit went back to vent inop condition. The customer issue of battery failure causing vent inop condition was duplicated and was isolated to the battery not being fully charged when unit was place on battery power. The internal battery kit was scrapped.

Manufacturer narrative:
Corrected data: should not have been selected in the initial medwatch report.